Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Paul stodolka (htm) is requesting the iwpr procedure for the unit. Hpc test results were found to be outside cq specifications on (B)(6) 2024.